Event description:
Endoleak (type ia, suspected) / dissection: on (B)(6) 2022, an emergency procedure for type b dissecting aortic aneurysm was performed as an impending rupture was suspected. Two sets of the concerned relay pro (28-n4-34-209-34u) and another relay pro (28-n4-30-164-30u) were implanted with connected in zone 3. The procedure was successfully completed with no endoleak. On (B)(6) 2022, the patient vomited blood, and a CT scan revealed a suspected endoleak and a new aortic dissection, which led to another emergency procedure. On (B)(6) 2022, an emergency procedure was performed, and a relay pro (28-n4-44-209-40u, 2204020108) was implanted from zone 1. The relay pro was implanted without issues, but the endoleak did not disappear. As the patient had an aortic dissection, the procedure was terminated without further treatment. The physician's comments: endoleak present, and type I or iii suspected. Angiography during the procedure on (B)(6) 2023 showed that the stent grafts had implanted as intended. The centrally implanted relay pro (28-n4-34-209-34u) might have migrated a little, which might have caused type ia endoleak. This time, the stent graft was implanted from zone 1, but it resulted in contrast showing up outside the stent graft. Since the patient had a primary disease of aortic dissection, no further treatment was applied, and the procedure was ended. However, the contrast flow into the aortic aneurysm became less than before the stent graft implantation, and further improvement is expected. Ancillary devices: relay pro (28-n4-30-164-30u) operation type: stent graft implantation (tc# (B)(4)) patient outcome - "the patient current condition is unknown."

Event description:
Endoleak (type ia, suspected) / dissection: on (B)(6) 2022, an emergency procedure for type b dissecting aortic aneurysm was performed as an impending rupture was suspected. Two sets of the concerned relay pro (28-n4-34-209-34u) and another relay pro (28-n4-30-164-30u) were implanted with connected in zone 3. The procedure was successfully completed with no endoleak. On (B)(6) 2022, the patient vomited blood, and a CT scan revealed a suspected endoleak and a new aortic dissection, which led to another emergency procedure. On (B)(6) 2022, an emergency procedure was performed, and a relay pro (28-n4-44-209-40u, 2204020108) was implanted from zone 1. The relay pro was implanted without issues, but the endoleak did not disappear. As the patient had an aortic dissection, the procedure was terminated without further treatment. The physician's comments: endoleak present, and type I or iii suspected. Angiography during the procedure on (B)(6) 2022 showed that the stent grafts had implanted as intended. The centrally implanted relay pro (28-n4-34-209-34u) might have migrated a little, which might have caused type ia endoleak. This time, the stent graft was implanted from zone 1, but it resulted in contrast showing up outside the stent graft. Since the patient had a primary disease of aortic dissection, no further treatment was applied, and the procedure was ended. However, the contrast flow into the aortic aneurysm became less than before the stent graft implantation, and further improvement is expected. Ancillary devices: relay pro (28-n4-30-164-30u) operation type: stent graft implantation (tc# bm221200293) patient outcome - "the patient current condition is unknown."